Event description:
Upon her follow-up appointment, an elderly patient collapsed and died in the hospital. On the day of the incident, the patient's blood test results generated a "partial aspiration" error, presumably due to a very low hemoglobin condition. The cutomer complained that these "flagged" results were not transmitted to the host computer. This is per the instrument design, intended to assure review by a health care professional prior to being reported out of the laboratory. The sample in question was not treated either as urgent or as an emergency sample.